Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the circumstances that led to the high impedance is unknown. The rep was able to program around the high impedances, and the patient was able to still get good coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the caller states the pt saw 'settings not available' on their handset last thursday. The caller states that the events that prompted it were: pt was charging their ins on thursday and the stimulation was on. The pt described to the caller that the pt could feel stim 'cut out' and 'cut back on' and then off again. Then the pt saw the message on their pt controller. Technical services (tss) reviewed this sounds like a possible impedance issue which could explain the cutting in/out and the message on pc. The caller will meet with the pt to establish a better idea of what is occurring. The rep called back and indicated that some of the impedance values were high or displaying a red indicator. The caller provided the following information from the tablet impedance test: on the connectivity test the red indicator was displayed for electrodes on 0 1 2 3 and 15 ref (B)(4). Tss reviewed information about impedances. The caller will attempt to make programming changes to the patient's therapy.